Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported ambulance transport, multi-day hospitalization, and treatment for dka. Review of device engineering logs indicates that insulin delivery was interrupted due to depletion of insulin without timely cartridge replacement, with prolonged periods during which alarms were not acknowledged in the setting of disabled audio and cgm alert settings. No device malfunction was identified based on log review, and the event is most consistent with insulin under-delivery due to delayed recognition and intervention rather than device failure. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as greater than 600 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by ambulance to the hospital, where the user was hospitalized for three days and treated for dka. No long-term health effects were reported.